Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon approached to the tissue and tried the first firing, but they could not fire the device. They said that the cartridge had been recognized as the used one. It was noted that the surgeon re-clamped the tissue a few times, but they thought they should not have fired the device. When the defective product was checked, some staples of the proximal end seemed to slightly come out. The procedure was completed with another device. The surgical time was extended by less than 30 min.